Event description:
It was reported that the right ventricular (rv) lead experienced an increase in pacing impedance until reaching a stable value of about 1500 ohms. During this time, an increase and fluctuating threshold was observed as well. A tissue interaction is suspected. The patient is currently being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and the pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted rising rv capture threshold resulted in measurements greater than 2.5 volts. The rv pacing impedance rose to 1501 ohms up from a trend in the 600 ohm range.